Manufacturer narrative:
Additional information: (patient code).

Event description:
Additional information was received indicating that there was no patient involved.

Manufacturer narrative:
One medfusion pump was received with the barrel bead sticking up and the battery was missing. The event history log was reviewed and there was an "invalid syringe size" alarm. An inspection was conducted and the reported issue was able to be replicated. The issue is a result of the customer's physical damage to the device. The barrel camp rod was bent. The barrel clap rod was replaced to resolve the issue. The size pot and barrel clamp head were replaced as a preventative measure since some contamination was noticed.

Event description:
Information was received indicating that a smiths medical medfusion pump's barrel pump was not working. There was no reported adverse event.